Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the blade didn't extend when surgeon fired the trigger in both the full blade and core guard positions. Also when surgeon tried to use the footswitch, the blade started to move, but it didn't extend in both positions. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Blade will not advance. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.